Event description:
It was reported that customer experienced a blood glucose level of 300 mg/dl. The customer alleged the pump did not deliver insulin as intended. Reportedly, the customer reverted to manual injections for continued insulin therapy.